Event description:
It was reported during a permanent implant procedure, a new surgical lead was implanted but showed invalid impedances. Replacing the trial cables did not resolve the issue. The physician replaced the lead with a new one and resolved the impedance issue. The surgery was extended for about 10 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.